Event description:
Related manufacturer reference number: 2017865-2023-21227. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the lp fixated and began exhibiting high capture thresholds. In the process of removing the device, the lp jumped forward to the anterior wall while advancing the protective sleeve. The patient's blood pressure dropped, and upon inspection the lp had perforated the heart wall. The effusion was drained out of the pericardium successfully. A new lp and catheter were used to complete the implant successfully. The patient was stable.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. Visual inspection noted the helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomalies contributing to reported event of capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.